Event description:
Patient presented to the physician with an infection at the chest incision site. On examination, the physician noted tenderness and redness around the site. Physician prescribed two rounds of antibiotics for the infection.